Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. No power related discrepancies were observed. Physio downloaded the electronic memory from the device, as well as the electronic patient record from the event, and confirmed that the device did power off and then on multiple times during the event; however, the cause of the reported issue could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times while monitoring a patient. There were no adverse effects to the patient as a result of the reported issue.no further details about the patient or the event were provided by the customer.